Event description:
A report was received stating that the device was observed leaking within 3-4 hours in use. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the devices becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.